Event description:
A report was received that the patients ipg was not holding a charge. It was also noted that the ipg charge was depleting fast. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not holding a charge. It was also noted that the ipg charge was depleting fast. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. The device exhibited a burn mark on the case caused by electrocautery use during the explant procedure. The device was in hibernation and it was charged to 3.807 volts in two cycles. The battery depletion and sleep current rates were within the expected ranges, 10.53 mv and 101 ua respectively when the device was turned off. The device passed all the required tests. The device exhibits normal device characteristics.